Manufacturer narrative:
Two (2) samples were received for evaluation. A visual inspection noted scratches/surface marks on the patient line tubing next to the connector on both returned samples. This is a cosmetic defect. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had a small cut in the tubing "at the end of the patient line near the connection point." This was observed before patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.